Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18023629 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after opening the inner packaging of a 6mm x 60mm 120cm s.m.a.r.t self-expanding stent (ses) delivery system, a kink was observed on the delivery rod and there was concern that the kink would not allow an unknown guidewire being used for the procedure to pass through the device. As a result, the 6mm x 60mm 120cm s.m.a.r.t self-expanding stent (ses) delivery system was not used inside of the patient, and a 6mm x 60mm non-cordis stent was used and successfully implanted to complete the procedure without issue. There was no reported injury to the patient. This was during a superficial femoral artery (sfa) stenting procedure. The sfa lesion was not tortuous; however, the lesion was severely calcified. A non-cordis .035 260cm guidewire was used for the entire procedure and there was no damage observed on the guidewire. Prior to opening the device, the temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The device has now been returned. Addendum: product evaluation on (B)(6) 2022 revealed that the stent was returned partially deployed.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: complaint conclusion: as reported, after opening the inner packaging of a 6mm x 60mm 120cm s.m.a.r.t control self-expanding stent (ses) delivery system, a kink was observed on the delivery rod and there was concern that the kink would not allow an unknown guidewire being used for the procedure to pass through the device. As a result, the 6mm x 60mm 120cm s.m.a.r.t self-expanding stent (ses) delivery system was not used inside of the patient, and a 6mm x 60mm non-cordis stent was used and successfully implanted to complete the procedure without issue. There was no reported injury to the patient. This was during a superficial femoral artery (sfa) stenting procedure. The sfa lesion was not tortuous; however, the lesion was severely calcified. A non-cordis 0.035¿ 260cm guidewire was used for the entire procedure and there was no damage observed on the guidewire. Prior to opening the device, the temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was returned for analysis. A non-sterile unit of product smart control 6x60 120cm ses was received coiled inside of a clear plastic bag. Per visual analysis the stent of the unit was received partially deployed still mounted on the device. A kinked/bent condition was observed located approximately at 120 cm from the distal end. No other damages or anomalies were observed. Per dimensional analysis the device was within specification. Per functional analysis the tuning dial was rotated with the thumb in a clockwise direction (direction indicated by the arrow). The turning dial was continued tuned until the distal section of the stent was totally deployed. Then, the deployment lever was pulled back to unsheathe the remainder of the stent. The stent was fully deployed, and no anomalies were observed during this process. A product history record (phr) review of lot 18023629 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses ~ kinked/bent - during prep¿ and ¿stent delivery system (sds)-ses ~ deployment difficulty - partial deployment¿ were confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event. As the partial deployment was not described in the event description it is likely this occurred after the procedure, possibly during shipping for device analysis. According to the instructions for use, which are not intended as a mitigation of risk, ¿examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.